Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The device manufacturer date is unknown. The date entered, is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that he was receiving an unspecified error message on his adc blood glucose meter. On (B)(6) 2017 the customer reported he felt ¿lethargic and weak¿, was ¿urinating frequently and felt dizzy¿. The customer was unable to obtain a reading on his adc meter upon which to base self-treatment, and called paramedics. Paramedics tested the customer with a result of ¿in the 500¿s¿, and transported the customer to a hospital. At the hospital the customer was tested again with a result ¿in the 500¿s¿ (customer did not know the exact reading of either test). He was diagnosed with hyperglycemia and treated with an unspecified intravenous infusion, an insulin injection (dosage/type not reported), and a 500 mg tablet of metformin. The customer was discharged approx. 5 hours later. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. DHR(s) (device history review) for the freestyle lite meter was reviewed and the DHR(s) showed the freestyle lite meter passed all tests prior to release. A tripped trend review was performed the reported complaint and freestyle lite meters. Although trips were observed, no further track and trend review was required. Dhrs (device history review) for the freestyle strips within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was performed for the reported complaint and freestyle test strips. Although trips were observed, no further track and trend review was required. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported that he was receiving an unspecified error message on his adc blood glucose meter. On (B)(6) 2017 the customer reported he felt ¿lethargic and weak¿, was ¿urinating frequently and felt dizzy¿. The customer was unable to obtain a reading on his adc meter upon which to base self-treatment, and called paramedics. Paramedics tested the customer with a result of ¿in the 500¿s¿, and transported the customer to a hospital. At the hospital the customer was tested again with a result ¿in the 500¿s¿ (customer did not know the exact reading of either test). He was diagnosed with hyperglycemia and treated with an unspecified intravenous infusion, an insulin injection (dosage/type not reported), and a 500 mg tablet of metformin. The customer was discharged approx. 5 hours later. There was no report of death or permanent injury associated with this event.